Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle and cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The pod was received in the not deployed position. The download data contained a rotational sensor error with no timeouts or drive stalls. No hazard alarms were observed. The pod was rerun to see if the rotational sensor error would be replicated. The rerun did not replicate the rotational sensors error. The download data from the device showed that a rotational sensor malfunction occurred which resulted in first prime ending earlier than expected. This prevented the firing flat from being lined up with the release bar by the end of second prime and prevented the needle mechanism from deploying as intended. Inspection of the needle mechanism assembly found no damages or manufacturing deficiencies that would contribute in the needle being unable to deploy. During the investigation it was noted that contamination could be found on the commutator cap. The found contamination did not influence the rotational sensor during the rerun, as senor errors did not replicate during the run. It could not be conclusively determined if the contamination on the commutator cap contributed to the rotational sensor malfunction. During the investigation it was noted that a tooth of the ratchet gear was damaged. The found damage did not influence the performance of the device as both the original data as rerun did not show any drives stall.